Event description:
It was reported that during preparation of the 3.0 x 30 mm rx trek dilatation catheter, contrast was noted to be leaking from the shaft. No kink was noted. The device was not used and there was no patient involvement. A new same device was used successfully without a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.